Event description:
I have experienced 2-3 instances of an abbott libre 3+ continuous glucose monitor sensor failing within 24 hours of application, giving possible erroneous readings, and eventually triggering a replace sensor error message on the ios app. In the most recent instance, on (B)(6) 2024, the sensor was applied around 6 pm on (B)(6) 2024 and sounded a low glucose alarm (52 mg/dl) around 2:30 am on (B)(6) 2024. I treated this condition with quick acting carbohydrates and returned to bed only to be reawakened with an alarm on my iphone around 5:30 am instructing me to replace a failed sensor. While waiting for the sensor to equilibrate for 60 minutes, I tested my blood glucose using a test strip in the abbott freestyle libre 3 reader, only to find it measured "hi", meaning higher than 500 mg/dl. I spent the next 5 hours doing multiple small insulin injections to gradually reduce my blood glucose to a reasonable level. Abbott has been replacing the failed sensors and in two cases has asked me to return the defective sensor to them for evaluation but so far has not explained what is happening, how to prevent it, or what remedy they are proposing. I am beginning to lose confidence in these convenient, useful, and essential devices which I rely on to control my type 1 diabetes. In the latest instance - the worst so far - I was misdirected into a good faith treatment of a supposed low glucose condition that resulted in an extreme episode of high blood sugar. It has also been frustrating for this user that the bluetooth range between this sensor model and my iphone rarely achieves the published unobstructed value of 33 feet. At most, I am able to separate the two devices by about 10 feet even though I can achieve the typical bluetooth range of 33 feet between my iphone and other bluetooth-enabled devices that I own. Furthermore, the force to tear the safety seal and unscrew the newer, smaller sensor applicator capsule is extreme, often requiring pliers to separate the capsule halves and apply a new sensor. Ref report: mw5164162.